Event description:
The patient reported not urinating. The patient was advised to turn down stim to zero and to reach out to health care provide the next day. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.